Manufacturer narrative:
Tandem¿s pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Reportedly, customer was not removing air from the cartridge when filling the cartridge with insulin. There was no reported impact to customer's blood glucose. Reportedly, the supplies were changed to address the event.